Event description:
It was reported that the patient presented to the clinic remotely for a follow-up with non-sustained right ventricular oversensing (nsrvo) alert. During examination of the right ventricular (rv) lead, it was noted that there was noise on the lead. Programming changes were made to the rv lead. The patient was in stable condition.